Event description:
The facility representative reported an syndeo pump with a condition of patient tampering that resulted in a overinfusion. The amount overdelivery is unknown. This condition occurred during patient therapy. It's unknown it there was any patient injury or medical intervention necessary. According to the hospital representative there was no patient death associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the device will be evaluated onsite. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was not returned to baxter for evaluation. The customer has serviced the device at their own facility.